Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: during use, the instrument jammed, while on tissues. The surgeon had to cut the tissues around the device to remove it. No blood loss, operating time extended by 20 minutes.